Event description:
Approx. 50 minutes after dialysis treatment was initiated on pt, the machine alarm went off and the machine line clamp engaged and blood pump stopped. Upon arrival at the machine, staff observed a lot of air in the arterial line, no air was seen beyond the line clamp towards the pts arm. When staff member opened door to blood pump a drop of blood was detected on her finger. A small tear in the blood pump segment was observed at 10:00 position. When blood line was removed more blood dripped from the hole. Approx. 100-150 cc of pts blood was lost when lines were replaced.